Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of error e105 was confirmed, however, a root cause could not be identified. Additionally, it was stated that it occurs on broken or shorted lamp (led) but the cause could not be identified since no detailed information was available for otv-s300. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿otv-s300 instruction manual: 10.2 troubleshooting guide: code: e105. Error message: lamp intensity error: possible cause: the lamp of the video system center malfunctions. Solution: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall main outlet and the ac power inlet on the video system center, then contact olympus.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the e105 lamp error observed for the device was due to the light emitting diode (led) light source unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the e105 lamp error was observed for the device. The intended procedure was completed with another similar device. There is no reported harm to any patient.